Event description:
According to the op report, this valve was explanted due to "moderate to severe" aortic insufficiency. The pt was in "severe" congestive heart failure and had a history of ventricular tachycardia and fibrillation. The valve was replaced with a sjm 17ahpj-505, and a coronary artery bypass procedure was also performed. The pt was noted to be in "satisfactory" condition upon leaving the or.